Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v656930, implanted: (B)(6) 2013, product type lead; product ID neu_pt m_prog, serial# unknown, product type programmer, patient. (B)(4)

Event description:
It was reported that the patient observed a power-on-reset (por) message on the programmer unit of their implantable neurostimulator (ins). The patient stated that they checked their ins 5 days ago and the stimulation was fine. It was noted that today, the patient was unable to pee and hasn¿t been able to go to the bathroom for several hours. The issue had become painful for the patient. The patient did not do self-catheterizing and had a call into their urologist on call. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.